Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) was triggered due to an elevated right ventricular (rv) lead sensing integrity counter (sic) and unstable pacing impedance. It was further reported there was a high rv lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.